Event description:
In 05, ablation performed. Ppm placed. Pt. Returned for follow up visit about two months later. Device working but it was determined that lead was protruding into skin and if not corrected would erode skin in that area. Lead removed and new lead was placed. Old lead examined and found a defect in the insulation, noted fractured lead.